Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a nrg transseptal needle was selected for ablation procedure. During the procedure, nrg needle was energized, however, it was not able to cross the septum. No mechanical errors were observed. Thus, the needle was replaced with different model needle and the procedure was completed successfully. No patient complications were reported. The needle is not returning for analysis since it was as discarded.